Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for lo and low blood glucose test results and error message (e-2). The customer reported complaint using 2 meters: internal report reference 171663-1 (customer is using the same vial of strips on both meters). The customer is concerned with test results from results obtained of lo and 32 mg/dl. The customer does not know his expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 07/29/2026 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (only 4 test results provided, result of 28 mg/dl is not the customer's result): result 1: lo, date: (B)(6)2024, time: 11:22 am fasting. Result 2: 28 mg/dl, date: (B)(6)2025, time: 1100 am fasting (daughter's result). Result 3: 32 mg/dl, date: (B)(6)2025, time: 10:57 am fasting . Result 4: lo , date: (B)(6) 2025, time: 10:55 am fasting.